Event description:
Alaris IV pump being used to infuse insulin in a pt. Patient received a bolus of insulin rather than the 3.3 units per hour that was ordered and programmed. Additionally, as reported on previously submitted reports, we have greater than 20 other modules in which this same hinge has been discovered to be broken or to have a hairline crack. Most of these have not been involved with patient incidents.